Manufacturer narrative:
Technician found that the brake on pt's right side will not engage. Unable to repair on site swapped bed. Repair not complete.

Event description:
Complaint alleged that the brakes were not locking.